Manufacturer narrative:
Per tandem's user guide, ¿always confirm that the decimal point placement is correct when entering bolus information. Incorrect decimal point placement can prevent you from getting the proper amount of insulin that your healthcare provider has prescribed for you.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 12 units of insulin instead of 1.2 units due to user error. The customer's blood glucose (bg) level was 279 mg/dl. Customer acknowledged the issue was due to user error and pump was performing as intended.